Event description:
Device malfunction: vessel locator wings did not completely collapse. Symptoms/adverse event: none. Time of malfunction: during procedure. It was reported on seven occasions the physicians achieved arterial closure using a starclose vascular closure system after an interventional procedure. After device removal the physicians noticed that the vessel locator wings were not completely retracted into the shaft of the device. There was no pt injury. No add'l info is available.

Manufacturer narrative:
.